Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with moisture damage at electronic assembly. The insulin pump received with cracked case display window corner, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot.

Event description:
Customer reported that the insulin pump had a button error. She stated that the insulin pump was splashed with water but was not submerged. The blood glucose reading was 253 mg/dl. Customer treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.